Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the returned humeral insert trail is indeed broken off, wear is clearly visible. There are also some scratches and claw marks, as it was mentioned ¿surgeon used a cocher to remove the trial¿. Also noted that it was mentioned ¿that after impaction, the trial impinged and got stuck in the patient.¿ therefore we can determine that the surgeon encountered some difficulties during trailing and as the trail was stuck it could only be removed with extra force using a cocher. Which has lead to the breakage reported. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused by possible inadequate impaction as the trial got stuck in the patient during trailing. If any further information is provided, the investigation report will be updated.

Event description:
It was reported, a primary procedure, right shoulder. It was reported that after impaction, the trial impinged and got stuck in the patient. The surgeon used a cocher to remove the trial, and two small fragments broke off of the trial. All pieces were removed from the patient (verified by visually inspecting the patient, pulse lavage, and reassembly of the device at the back table). Surgery was completed successfully with a delay of approximately 5-10 minutes. Rep reported that no further information is available.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, a primary procedure, right shoulder. It was reported that after impaction, the trial impinged and got stuck in the patient. The surgeon used a cocher to remove the trial, and two small fragments broke off of the trial. All pieces were removed from the patient (verified by visually inspecting the patient, pulse lavage, and reassembly of the device at the back table). Surgery was completed successfully with a delay of approximately 5-10 minutes. Rep reported that no further information is available.